Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect driver was returned to the manufacturer for evaluation. Testing found that the tip of the driver was worn, though the driver was still functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the tip of the driver being used was worn out. There was no patient present when this issue was identified. No additional information was provided.